Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, the charge nurse reported that the foam insert dislodged and started to go down the biopsy channel of the scope. They were able to catch it. They were able to use another of the same device to complete the case. No adverse issues, or complications, were reported with the patient.